Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 6.1 and 6.2 in the seven-drawer auxiliary unit failed and did not detect on the bus. A field service engineer inspected and observed that all light emitting diodes were functioning normally. The engineer reseated the row board cable header at the drawer board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawers were failed. The customer tried to reboot but the issue was not resolved and stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.